Event description:
The customer observed false nonreactive alinity s anti-hcv ii results which reactive on ortho platform for a donor specimen. The results provided were: on (B)(6) 2025 sid (B)(6) initial on alinity (B)(6)=0.04 s/co (< 1.00 s/co=nonreactive). On (B)(6) 2025 on alinity (B)(6)=0.04 s/co. On (B)(6) 2026 on alinity (B)(6)=8.54 s/co (> or = 1.00 s/co=reactive). On (B)(6) 2025: on inno-lia hcv score (fujirebio)= reactive c1+1 c2+/- e2-neg ns3+3 ns4-neg ns5-neg on elisa hcv= 2.30 (reactive). On (B)(6) 2025 nat rna hcv= non-reactive. Further information provided on (B)(6) 2026: donor redrawn and repeated sid (B)(6) =0.03 s/co; inno-lia test=indeterminate; ns3=2+ there was no reported adverse impact on patient or donor management.

Manufacturer narrative:
Updated section b5 describe event or problem: further information provided on 12feb2026: donor redrawn and repeated sid (B)(6) on alinity s (B)(6)=0.03 s/co; inno-lia test=indeterminate; ns3=2+, correction to h4: device MFR date: to 07/03/2025 from 07/08/2025. The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing, return specimen analysis of the alinity s anti-hcv ii reagent lot number 76623be00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity s anti-hcv ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 76623be00. A retained kit of alinity s anti-hcv ii reagent, ln 4w56-56, lot 76623be00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate clinical sensitivity, 20 replicates of three sensitivity panels (core ab panel, ns3 ab panel and ns3 d1 ab panel) as well as 10 replicates of positive control were tested. The sensitivity panels and the positive control were within specifications; no false nonreactive result was obtained. Further two commercially available seroconversion panels (zeptometrix hcv9058 and 6222) were tested. The seroconversion panel results were compared to historical data of alinity s anti-hcv ii. Lot 76623be00 detected the same bleeds as reactive for the seroconversion panels. Sample (B)(6) was returned to abbott and tested in-house. The sample resulted nonreactive with alinity s anti-hcv ii, borderline with mikrogen recomline hcv igg (helicase +, ns3 +/-, ns4 +/- and ns5 +/-) and indeterminate with inno-lia hcv score (ns3 +). A detailed donor history including information on recent vaccinations, medication or drug use, prior donation results, and overall medical condition was not available for evaluation. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for the anti-hcv ii reagent, lot number 76623be00.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity s anti-hcv ii results which reactive on ortho platform for a donor specimen. The results provided were: on (B)(6) 2025 sid (B)(6) initial on alinity (B)(6)=0.04 s/co (< 1.00 s/co=nonreactive). On (B)(6) 2025 on alinity (B)(6)=0.04 s/co . On (B)(6) 2026 on alinity (B)(6)=8.54 s/co (> or = 1.00 s/co=reactive). On (B)(6) 2025: on inno-lia hcv score (fujirebio)= reactive c1+1 c2+/- e2-neg ns3+3 ns4-neg ns5-neg on elisa hcv= 2.30 (reactive). On (B)(6) 2025 nat rna hcv= non-reactive. There was no reported adverse impact on patient or donor management.